Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: impedance testing shows an electrical open at proximal wave form. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same cases as 2134265-2014-07614, 2134265-2014-07615 and 2134265-2014-07958. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the moderately tortuous, unspecified lesion. However, when pullback was performed, the motor drive unit (mdu) would stop executing an automatic pullback. Several attempts were made to perform pullback, yet, same issue reoccurred shortly after pullback was initiated. The opticross¿ imaging catheter was exchanged to another of the same device, with the same lot number, but then again same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Event description:
Same cases as 2134265-2014-07614, 2134265-2014-07615 and 2134265-2014-07958. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the moderately tortuous, unspecified lesion. However, when pullback was performed, the motor drive unit (mdu) would stop executing an automatic pullback. Several attempts were made to perform pullback, yet, same issue reoccurred shortly after pullback was initiated. The opticross¿ imaging catheter was exchanged to another of the same device, with the same lot number, but then again same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.